Manufacturer narrative:
The device was discarded and no pictures are available. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15154097 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the available information and without the return of the device for analysis, no conclusion can be made. With review of the device history records, there is no indication of any manufacturing issues related to the event. Therefore, no corrective actions will be taken at this time.

Event description:
When the package was opened, it was noticed that the coating of distal tip seemed to be peeling off. Another new product (details unk) was opened and the procedure was completed successfully. The complaint product was not clinically used. No product return.